Event description:
The patient was injected with 1.5cc of radiesse on (B)(6) 2012 in the nlf. This patient is (B)(6) (injector's) mother. The patient complained on (B)(6) 2012, and saw dr. (B)(6) who prescribed keflex 250mg for 10 days. No photos were taken.

Manufacturer narrative:
(B)(4). At the time of the report the patient was resolved.